Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
Revision total hip replacement, surgeon: dr (B)(6), (B)(6) hospital, (B)(6) 2018. Patient primary hip implanted in 2011, date unknown, dr (B)(6) at (B)(6) hospital. Revision: hip unstable and clunky acetabular component in poor orientation. Acetabular component removed and replaced in a better aligned position. Unknown jrn: 54mm sector gription pinnacle acetabular cup, 54mm lipped 32mm acetabular liner, cancellous acetabular bone screw, 32mm +1 delta ceramic femoral head = all discarded. Unknown jrn: corail kho 11 femoral stem = still implanted.